Event description:
Complainant alleged that while attempting to defibrillate a male pt with vital signs absent, using two separate sets of electrode pads, the device failed to analyze and displayed an "analysis halted" message. Clinicians indicated that the third set of electrodes pads were successful. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.